Event description:
Asr revision to take place (B)(6) 2014. Asr xl acetabular system - right hip. Reason(s) for revision: pain, possible component loosening (cup), possible metallosis. Confirmed see below. Lot no's to be retrieved on explant. Update received (B)(4), 2014. Lot number added for cup. New boxes completed. Lot 1196615 appears to be invalid, currently querying. Other lot numbers could not be retrieved. Confirmation (B)(4), 2014 and update (B)(4), 2014: revision has taken place. Confirmation of lot number and reasons for revision received. Stem has not been revised. New boxes adjusted. Reason(s) for revision: pain, component loosening (cup), metallosis.

Manufacturer narrative:
Depuy still considers the investigation closed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.no 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision to take place on (B)(6) 2014. Asr xl acetabular system - right hip. Reason(s) for revision: pain, possible component loosening (cup), possible metallosis. Lot #s to be retrieved on explant. Update received (B)(4) 2014. Lot number added for cup. New boxes completed. Lot 1196615 appears to be invalid, currently querying. Other lot numbers could not be retrieved. Confirmation (B)(4) 2014 and update (B)(4) 2014: revision has taken place. Confirmation of lot number and reasons for revision received. Stem has not been revised. Reason(s) for revision: pain, component loosening (cup), metallosis update received: (B)(4) 2014 - confirmed revision took place on (B)(6) 2014.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Update: 2 june 2015.updating to legal with kid (B)(4). Adding expiry dates for cup and head.(B)(4)